Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by penumbra clinical team on 07 july 23: section b. Describe event or problem. Note: the vasospasm was previously adjudicated to be a serious adverse event with a possible relationship to the index procedure and a possible relationship to the red72. However, on 07-july-2023, an update was received indicating that the vasospasm is unrelated to the red72. Therefore, this event is not considered reportable against the red72.

Event description:
On (B)(6) 2023, the patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), penumbra system red 43 reperfusion catheter (red43), and a non-penumbra coaxial catheter. During the procedure, the physician completed three passes in the target location. While attempting to make the fourth pass, the physician noticed the partial division in the middle cerebral artery (mca) is irregular and narrow at its origin. Subsequently, a vasospasm had occurred in the right internal carotid artery (ica). The physician infused 10mg of intra-arterial verapamil into the right ica over a two-minute period. The event was considered resolved the same day with the infusion of verapamil. The vasospasm was reported to be a serious adverse event with a probable relationship to the penumbra system red72 reperfusion catheter (red72) and index procedure. On 07 july 23, an update was received indicating that the vasospasm is unrelated to the red72.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Vessel spasm is included as a possible complication in the instructions for use (IFU) for the penumbra system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2023, the patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), penumbra system red 43 reperfusion catheter (red43), and a non-penumbra coaxial catheter. During the procedure, the physician completed three passes in the target location. While attempting to make the fourth pass, the physician noticed the partial division in the middle cerebral artery (mca) is irregular and narrow at its origin. Subsequently, a vasospasm had occurred in the right internal carotid artery (ica). The physician infused 10mg of intra-arterial verapamil into the right ica over a two-minute period. The event was considered resolved the same day with the infusion of verapamil. The vasospasm was reported to be a serious adverse event with a probable relationship to the penumbra system red reperfusion catheter and index procedure.